Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 6.8 cm abdominal aortic aneurysm approximately 15 months ago. The total length of the abdominal aorta from the lowest renal artery to the internal iliac artery on the left and right was 217 mm and the distance to aortic bifurcation was 150mm. It was reported that the patient presented emergently with an abdominal rupture. There was a type iii endoleak due to separation between the endurant iliac limb stent graft (B)(4). Patient underwent an open repair procedure and it was found that the stent grafts had completely separated and were sitting at right angles to each other. The physician decided not to explant the stent grafts and sewed a dacron patch across the two separated stent graft. The patient was closed and this partially resolved the endoleak and contained the aneurysm rupture. Additionally an endurant iliac limb (B)(4) was implanted in between the two separated stent grafts. It was also reported that the endurant iliac limb (B)(4) is currently within 1cm and at the time of the original implant there was approximately 3 cm of overlap; however, this was in an unconstrained section of the aneurysm. The physician plans to extend the (B)(4) with an (B)(4) at a later date, as it now appears to have pulled out of the iliac artery and is over 3 cm from the internal iliac artery. No additional clinical sequelae were reported and the patient is stable.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (aneurysm rupture, endoleak). Lack of information (unknown cause of endoleak). (B)(4).

Event description:
Additional information was received as follows: the physician stated the patient is doing fine after the intervention and is not scheduled for any further intervention (devices are permanent) and is now being followed under normal evar follow up protocol.